Event description:
The subject ICD was implanted on (B)(6) 2017. Reportedly, during the follow-up performed on (B)(6) 2018, the residual longevity displayed by the programmer was one year. In addition, ventricular noise oversensing was observed in the recorded episodes, allegedly due to myopotentials. Preliminary analysis results showed that the oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials. In some episodes, this oversensing triggered inappropriate charging of the device, which explains the observed decrease of the battery voltage. No anomaly is suspected regarding the battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
The subject ICD was implanted on (B)(6) 2017. Reportedly, during the follow-up performed on (B)(6) 2018, the residual longevity displayed by the programmer was one year. In addition, ventricular noise oversensing was observed in the recorded episodes, allegedly due to myopotentials. Preliminary analysis results showed that the oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials. In some episodes, this oversensing triggered inappropriate charging of the device, which explains the observed decrease of the battery voltage. No anomaly is suspected regarding the battery depletion.